Event description:
It was reported that a knee revision was performed on (B)(6) 2013 for pain and rom. Revised to triathalon ts.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 5520-b-400, lot # aifa, description: triathlon prim tib baseplate - cemented. Cat # 5515-f-402 lot # dklw, description: triathlon ps fem component, cemented. At this time, it cannot be determined which, if any of these devices may have caused or contributed to the patient's pain.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Visual inspection of the returned component noted wear consistent with misalignment. Material analysis found no evidence of material or manufacturing defects.. A review of the provided operative report and x-rays by a clinical consultant concluded: "no clinical or past medical history, no revision operative report, and no readable serial x-rays are available. The material analysis report found no material or manufacturing defects in the explanted components. The likely diagnosis in this case was arthrofibrosis unrelated to the specific total knee arthroplasty components." The exact root cause could not be determined based on the limited clinical information provided. Material analysis found no evidence of material or manufacturing defects on the returned components. Clinician review of the provided records concluded "the likely diagnosis in this case was arthrofibrosis unrelated to the specific total knee arthroplasty components." The reported event regarding pain and limited range of motion involving a triathlon insert was confirmed.

Event description:
It was reported that a knee revision was performed on (B)(6) 2013 for pain and rom. Revised to triathalon ts.